Manufacturer narrative:
H3: product analysis of the device found that visually, there were traces of black grease found at the distal end of the inner hub. The shaft was broken 0.379 inches from the distal end of the inner hub to the broken point. The broken portion of the shaft was flattened with tool marks on it. The proximal end of the inner hub was damaged (a piece of hub was missing/chipped off). The distal end of the inner hub had a small crack, and it was deformed (outside diameter of the hub). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and 0.371 inch in deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously applied codes of fdm b17 fdr c20 and fdc d16 are no longer applicable. Previously applied additional code of img g04041 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the start of procedure, the console was set to 12,000 revolutions. Bur was connected in the m5 handpiece. During a short work, porting the bone, the bur clicked or slightly cracked, prompting an immediate halt to work. Upon inspection, attempts to change the drill bit failed, and the bur got stuck in the handle. The bur did not work, indicating a problem and something outside broke or some piece flew away outside the patient. There was no patient impact.